Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an adriamycin leak at the connection between the texium syringe and the IV tubing smartsite valve during an IV push. No patient harm reported.